Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-19367. It was reported the patient presented for a follow-up in clinic. The physician noted oversensing noise on both the right ventricular lead as well as the atrial lead which led to pacing inhibition and high ventricular rate binning. The patient's right ventricular lead was capped and replaced successfully on (B)(6) 2020. The patient was in stable condition.